Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) used 32g x 4mm bd pen needle. Consumer reported needle blocked. The returned sample was examined, and it was observed that the cannula point was hooked, however, as the sample was returned after use and without a cannula shield, this issue could have occurred due to user error, or during shipping of the sample¿as it is without a cannula shield for protection of the cannula point. The sample was tested for flow using a test pen injector: the pen needle was unable to expel properly. A wire test was then performed on the sample that failed the flow test: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. The possible root cause for this issue: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
It was reported that the bd ultra fine¿ pen needle clogged. The following information was provided by the initial reporter: "needle blocked"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged. The following information was provided by the initial reporter: "needle blocked."